Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a vasospasm. After performing cavotricuspid isthmus (cti) ablations with the catheter (off label use), the physician performed a coronary angiogram (cag). They confirmed a coronary spasm had occurred. Nitroglycerin was administered, and a second cag confirmed the spasm was resolved. The procedure was completed using the original device. The catheter was disposed by the facility and will not be returned.